Manufacturer narrative:
(B)(4). The device history record for the returned device lot number, aa5124f07, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One sample device was returned but the original packaging was not provided. The interior of the tube has buildup which could not be flushed out. The tubing exhibited an axial split, extending from the base of the molded head a distance of 1.7cm. The slit penetrated the outer wall of the tubing, in the jejunal feed lumen. The internal septum was not compromised. Feeding was simulated using water, through both the jejunal and gastric feed port. When feeding through the jejunal port, the water exited the split in the outer wall of the tubing. When feeding through the gastric port, the water exited the gastric skives. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
This is the second of two reports for the same patient involving two separate products. Refer to report 9611594-2015-00124 for the first report. This it was reported that the feeding tube split below the gastric port. The tube was in place for approximately one month. The tube was replaced in radiology.